Manufacturer narrative:
The investigation is still ongoing. The results will be provided in the next report.

Manufacturer narrative:
The review of previous complaints revealed that the bottom cover may detach due to several reasons: damaged mounting points of the cover; improper installation of the cover after the last service; loosening of the bottom cover due to the ceiling lift movements along the rail/ accidental hitting. The first two potential causes were rejected during the investigation, as no device failure was observed and the last service was performed several months before the event. If the cover had been attached incorrectly, it would have detached during the initial uses. The bottom cover could detach when the ceiling lift was hit by any object (e.g., wall, any obstructions in the transfer path, rough movement along the rail, etc.), however several attempts to gather information concerning the circumstances of the bottom cover detachment were unsuccessful. The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path". In summary, based on the analysis performed, the exact cause of the bottom cover detachment could not be determined. There was no evidence that the maxi sky 2 was used to transfer the patient. The device¿s cover detached which indicates the device did not meet its specifications. The complaint decided to be reportable due to the bottom cover detachment.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 ceiling lift detached and hit the staff member. There is no information about patient involvement and injury sustained. No device failure was observed. The bottom cover was reattached by arjo's engineer.

Manufacturer narrative:
The cover was refitted. The investigation is ongoing. The results will be provided when the investigation is completed. UDI is not available as the device was manufactured before UDI implementation.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 ceiling lift detached and hit the staff member. There is no information about patient involvement and injury sustained.